Manufacturer narrative:
Follow-up #1: date of submission 25-feb-2019 - please note, the report submitted on 02/07/2019 is a duplicate report, and was submitted in error, as the reportable investigation findings for this complaint were already included in the FDA q3 2018 summary report, submitted to the FDA on 10/11/2018, under report # 2531779-2018-18179.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: the battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 24-sep-2018.